Event description:
Bovie pad was placed on patient's right anterior thigh prior to surgery. When bovie pad was removed at end of case, small blackened areas noted, and also pieces of blackened skin peeling to reveal pink tissue underneath. Total area approximately 1 inch x 1 inch. Surrounding area intact. Physician and anesthesia made aware. Band aid placed over wound.